Event description:
MFR's rep reported pt experienced infection, and the implanted pump was removed in 2006. The pt was receiving lioresal intrathecal. Add'l details have been requested from the pt's physician. A follow up report will be sent when new info is received.